Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device displayed error codes e065(err_stuck_encoder_a), e055(err_therapy_queue_full), e063(err_stuck_knob_key), e053(err_comp_log_sem_timeout) and e066(err_stuck_encoder_b). Additionally, the device had dust contamination. The device was scrapped after the evaluation was completed.